Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and installed an slr relay. The relay will reduce the frequency of an over current condition. The system operates as intended.